Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-15207), was submitted on 24-oct-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA (B)(4) in accordance with the FDA action plan, which incorporates 2026-0020 (ic retrospective complaint review) and (B)(4)(ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. On reassessment on 20-may-2026, the final reportability decision will be changed to "serious injury", so we are withdrawing the retraction submitted on 04-feb-2026.the retraction MDR with manufacturing report number , was submitted on 04-feb-2026.however, based on the reassessment done on 20-may-2026, it was found that the final reportability decision will be "serious injury". Hence, please consider this supplement as the final report.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemic event on (B)(6) 2025. The patient called emergency services and at that time blood glucose was 21mmol/l, vomited and started choking. The patient was resuscitated and then had a heart attack. The patient was deceased. No further information available.